Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. When the customer plugged the pump in to charge, a malfunction alarm occurred. The customer's blood glucose level was impacted 599 (mg/dl). The customer took a manual injection. It was indicated that the customer had manual injections available for alternate insulin therapy.